Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Pump touch screen had a delay response time. Blood glucose was 142 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touch screen delay could not be verified; however, the wake button issue was confirmed.